Event description:
Clips are not firing properly. Once a clip is fired, the clip will not unlock or will not unclamp from the tip of the unit. The surgeon has to wiggle the unit around to get the clip to release from the tip of the acuclip. The rptr mentioned there were no complications during the procedure.